Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a power system error. A was 400+ mg/dl blood glucose level was mentioned by the customer. The customer stated they have received the power error alarm for a few weeks. Customer reports pump has not been exposed to temperatures below 41 degrees. We advised the customer to complete the reservoir and tubing process. Explained the process should resolve the power error detected condition. We advised the customer to monitor the insulin pump and call back if the error reoccurs. Customer also mentioned the insulin pump had suspended itself during the customer¿s sleep. The customer declined to troubleshoot for the high blood glucose readings. We advised the customer to do the steps in the troubleshooting guide. Advised the customer to call us back if power error alarm persist. The product will not return for analysis.